Event description:
Medtronic received a report that during the delivery, the solitaire sfr stent encountered resistance at the rebar catheter in distal section. The patient was undergoing treatment for thrombectomy. It was noted the patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 100 minutes. The vessel was not tortuous it was reported that while using the rebar18 microcatheter to deliver the sfr-6-30 thrombectomy stent, the stent could not be advanced to the distal end. The surgeon reported significant resistance. After withdrawing the stent and attempting delivery again, it still could not be advanced. The surgeon replaced it with another sfr stent, which successfully passed through. The surgeon decided not to charge for the initial stent and requested a complaint to be filed for the issue. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: sfr-6-30 (b799650); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: it was reported that the rebar catheter was discarded and will not be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient's baseline nihss 24. Post-thrombectomy condition nihss 6. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). There was no damage observed to the rebar18 and stent after removal.